Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 267 mg/dl. The customer was advised to clean battery cap with a dry cotton swab and recommended energizer aaa alkaline battery. The customer was instructed to wait 5 seconds before inserting new battery. The customer was advised that we will ship a replacement batter cap. The customer mentions failed battery test alarms and we did not troubleshoot because battery cap may resolve failed battery test alarms.